Event description:
Pt's air mattress suddenly deflated while pt on the mattress. Lpn noted CPR valve was inadvertently caught in the side rail causing the bed to deflate. Approx 10 mins later, the bed deflated again and nurse could not determine the cause. The pt was transferred to a standard mattress at the time. Nurse reports that the pt suddenly complained of pain in the right foot. An x-ray was ordered which was negative for fracture. No other injury reported. Mattress was returned to materials management and a repair technician was dispatched and mattress evaluated and repaired to full operation capacity.